Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Customer reported cause was due to user error. Customer received assistance from emt's and was admitted to the hospital with a blood glucose (bg) level that was over 400 mg/dl. Customer declined further follow up and troubleshooting with tandem technical support.